Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and high voltage cable. System operates as intended.

Event description:
Customer reported the system is displaying a collimator iris error. System operates as intended.